Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced cystocele and rectocele. The device had been used with gynecare prolift and gynecare tvt system. Treatment includes revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced cystocele and rectocele. The device had been used with gynecare prolift and gynecare tvt system. Treatment includes revision.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.